Event description:
A male pt underwent aaa repair on (B)(6) 2009. During the procedure the captor valve would not close and continued to spring open, the pt lost about 400mls of blood. The pt is fine.

Manufacturer narrative:
(B)(4). The development of the zenith device, successfully completed all verification and validation activities, showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding the captor valve, there are illustrations in the IFU showing which direction to rotate the valve when opening and closing. At this time, we are unable to determine the exact cause of the leakage. However, we have notified the appropriate individuals and we will continue to monitor for similar events. At this time, there is no evidence to suggest the device was not manufactured to specification. We will continue to monitor for similar complaints.